Event description:
One integrity rapid exchange (rx) stent was implanted during a planned procedure. Pt developed chest pain one hour post initial procedure and was returned to the lab. On examination the pt was found to have instent thrombosis, however, it is unk if the thrombosis occurred in the newly deployed integrity stent. Another stent was implanted to treat the thrombosis. Info was received from the account confirmed that presented with an inr of 5 and was receiving warfarin and therefore, may have been predisposed to the development of a thrombosis.

Manufacturer narrative:
(B)(4). Eval, method: no product or procedural images were returned for investigation. Results: vascular thrombosis. No device received for eval. Conclusions: lack of effectiveness to pt condition.